Event description:
Soft film cassettes for panoramic x-ray systems are not light tight. X-ray film is fogged within 5 mins when casette is removed from the darkroom, complainant has worked with supplier and has determined that 10 units all had the same problem. At the request of afp, a comparison was made with a competitor's (gendex) product; the gendex product was light tight. Afp cassette is used with lanex regular screens and e-mat-g film. The 6/12" size is used on a kaykor panaramic x-ray system.